Event description:
It was reported that this implantable device allegedly caused her heart to bleed. This device remains in service. No additional adverse patient effects were reported. Additional information received indicates that the device was explanted due to infection.

Event description:
It was reported that this implantable device allegedly caused her heart to bleed. This device remains in service. No additional adverse patient effects were reported.